Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the ok key is intermittently responsive and requires excessive force to activate. The keypad was torn and was removed. Contamination was present under the up, ok, down and contrast key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was intermittently unresponsive. The patient noted a tear by the ok keypad button, and indicated that the tactile issues had occurred first. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a belt and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.